Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time. It was reported that the patient was hospitalized for colitis. The patient remained hospitalized with an escape rate of 45 bpm. Lead revision was planned after management of colitis was completed. It was later reported that the patient expired the next day.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time. It was reported that the patient was hospitalized for ...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.